Event description:
Event description guidant received information that this implantable cardioverter defibrillator has been in storage and, prior to implant, the battery monitoring voltage status was measured at 3.05v. The representative was calling to find out details regarding the returns process in order to have the device analyzed.,